Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.75 x 23 mm xience v stent was implanted at the lesion; however, a proximal edge dissection occurred. The dissection was treated with a 3.0 x 8 mm xience v stent, and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager 2.0x12. Guide wire: bmw. Guide cath: ebu 3.5 medtronic. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.